Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer tried different batteries but insulin pump did not turning on, even inserting new batteries but still getting insert a new battery even there was one inserted on it. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the display was blank less than 30 seconds and did not returned. Customer stated that the display was blank currently. Customer stated that they removed the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer stated that the contact on the battery cap was neither missing nor damage. Customer stated that the battery compartment was neither damaged nor corroded. Customer stated that the spring was neither damaged nor corroded. Customer tried batteries from different packages customer did not want to troubleshooting because the insulin pump came out from package and they did not want to connect to body to insulin pump turned on after restart and screen shows insert new battery even when there was a battery in the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no blank display noted.